Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09010. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2009. It has been reported the pt experienced ineffective stimulation coverage. The physician elected to explant the leads and replaced it with two new percutaneous leads. The pt reported effective coverage post-operative.